Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all meditation es units had shown as out of service. A technical support specialist had dialed into the application and carefusion coordination engine. The devices had been manually taken out of service and then changed back to service. The carefusion coordination engine communications had been restarted to address the issue. When cerner-to-carefusion coordination engine communications stopped crossing. Everything had been fixed. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were out of service. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.